Event description:
Caller reported not seeing drops of insulin at tubing end during the fill tubing step of the load sequence. Customer's blood glucose level was reported as "high." To address the high blood glucose, the customer performed a correction injection via multiple daily injections (mdi). Technical support assisted the caller in completing the load process and resuming insulin delivery. Reportedly, the customer did not have enough insulin in the cartridge to fill the tubing.